Manufacturer narrative:
Samples/photos: bd received 1 opened and unused sample of luer cap, catalog: 990731, batch 7054823. A photo was also returned for evaluation. Our quality engineer visually inspected the returned unit and was able to confirm the reported complaint. DHR review: the final product lot: 7054823 of luer cap product were analyzed as the tests of ¿foreign matter¿ and no records of the defect were evidenced. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign matter for the claimed lot. Based on the results of the investigation the root cause of the foreign matter found may be the raw material of the product, occasionally caused by the heating of the injection mold which could contain residue of the material. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. Other taken action: during the manufacturing of this product, samples analyzed to evaluate among other characteristics the possible presence of foreign matter. If any foreign matter such as that seen in the complaint is detected, adjustments are made to the molding parameters within the specification window in order to mitigate the incidence of this type of defect in the components.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿tampa sering luer cap had foreign matter inside the cap. Found before use. No serious injury or medical intervention noted.